Event description:
The patient was implanted with a trial neurostimulator on (B)(6) 2025 and reported great pain relief. However, on (B)(6) 2025, the patient was nauseous, weak, and communicating poorly. The patient was taken to the hospital to the ICU department.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed. The commercial team member reported the nausea and weakness was due to a bowel obstruction which is unrelated to the curonix device. The stimulator is used to treat pain. The cause of the nausea and weakness is due to a bowel obstruction which is unrelated to the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.